Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an unknown phone with unknown os. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia and emergency services were called; however, no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device, with use with an unknown phone with unknown os. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia and emergency services were called; however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer reported missing high and low glucose alarm . Attempted to replicate the customer's complaint using similar configurations [iphone xr ios 16.5 2.10.2.7677, samsung galaxy s20 fe 5g android 13 2.10.1.10406] and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.